Manufacturer narrative:
A ge representative evaluated the system, and replaced the s-ram card. System operates as intended.

Event description:
Customer reported the system is displaying a checksum error. No patient injury was reported.